Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, system all drawers were failed and pyxis was down. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that this malfunction occurred when the user tried to dispense medication to the patient and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 03-JUN-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed and pyxis was down. A field service engineer (FSE) found that the device had entered disconnected mode and that all drawers had failed. The FSE inspected the system, identified that the network cable was connected to the incorrect communication module port, and reseated the network cable in the correct port to restore communication and drawer functionality. The system functioned as intended after the field service engineer repaired the device.